Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart alarm and the screen went black. The customer¿s blood glucose level at the time of incident was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display, missing segments/partial display and unexpected restart alarm noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.